Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. No abnormalities were found during visual inspection and functional testing of the returned products. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic giant paraesophageal hernia repair, when the suture was being placed to close the gap around the esophagus, the device was difficult to toggle and then the tissue had issues coming off of the needle. A grasper was needed to slide the tissue off. A new device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.